Manufacturer narrative:
It was reported that a 23 mm trifecta valve was explanted after seven years of implant for an unknown reason, and a non-abbott valve was implanted. No additional information was provided. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The patient's medical history was non known. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported surgical explant could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta valve was implanted for aortic valve replacement procedure. On (B)(6) 2023, the valve was explanted and a non-abbott valve was implanted.